Event description:
It was reported that the patients leads were explanted due to high impedance.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Sc-2218-70 sn: (B)(6). The returned lead was analyzed, and visual inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Therefore, the probable cause selected is cause traced to component failure. Sc-2218-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut approximately 39 cm from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the lead aside from the clean-cut. Therefore, this investigation will be assigned the probable cause code of no problem detected.

Event description:
It was reported that the patients leads were explanted due to high impedance.